Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing a planned vascular treatment, which was aborted and successfully completed using an alternative system. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to make x-ray. Upon functional testing the fse, rebooted the system, but it took an extended time to shut down and after rebooting, one of the monitors failed to display anything. A second shutdown attempt caused the boot-up issue to the system. To resolve the reported issue the fse, performed a full power cycle by disconnecting the system from the wall. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system would not make an x-ray. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.